Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient complained of excessive pain after falling and grabbing onto the railing. After having xrays done it was discovered that 2 screws in her back are broken. The screws are still in the patient. Patient status/outcome/consequences: no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: xrays have been done after the fall, is the patient part of a clinical study? No.